Manufacturer narrative:
The initial MDR 2432235-2017-00402 was filed on june 29th, 2017. Additional information (07/21/2017): a siemens headquarter support center (hsc) specialist stated that the actual number values or the analytical values between two different methods could be different. Intact pth assays from different manufacturers may produce different results due to different standardizations for each assay, the position of the antibody epitopes in each assay and differences in the way in which each assay detects heterophilic antibodies which may be present in patient samples. Moreover, immulite 2000 intact pth kit lot 323 expired on may 31st 2017. Additional information (07/24/2017): the customer is performing routine testing with another kit lot. The cause of the low intact pth results with kit lot 323 is unknown. The assay is performing according to specifications. The result code and conclusion code have been updated with this information. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist stated that some of the samples with low intact pth results were repeated on the immulite 2000 xpi and the immulite 2000 xpi results were considered to be correct. It is not known if the repeat testing was performed with intact pth kit lot 323 or an alternate lot. The customer is currently using immulite 2000 intact pth kit lot 324 and is not seeing this issue. The cause of the low intact pth results with kit lot 323 is unknown. Siemens is investigating the issue.

Event description:
Low intact pth results were obtained with kit lot 323 on an immulite 2000 xpi instrument when compared to an alternate platform. It is not known if the initial results for each of the samples were reported to physician(s) or if repeat testing was performed on each sample to confirm the results. There are no known reports of patient intervention due to the low intact pth results. There are no known reports of a delay in administering treatment or medical intervention to patients due to the low intact pth results.